Manufacturer narrative:
The field service representative observed the cell rinse mechanism and mixing. Both were performing well. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. An instrument or reagent problem could be ruled out as qc was acceptable and the instrument was checked to be ok. A preanalytical issue was assumed to be the root cause. Since the customer was not using the recommended tube adapter, a mis-sampling was most likely.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low gluc3 glucose hk result for one patient sample. The initial result was 8 mg/dl and was reported outside the laboratory. The repeat result from the same analyzer module was 192 mg/dl. The repeat result from another analyzer module was 187 mg/dl. The repeat result from the same analyzer module was believed to be correct. The patient was not adversely affected. The reagent lot number was 21726101 with an expiration date of 05/31/2018. The field service representative could not find a cause. The customer was advised to place the recommended sample tube inserts into the racks. The field service representative ran precision testing which met specifications.